Manufacturer narrative:
The fse (field service engineer) evaluated the instrument and suspected an issue with the creatinine reagent on board the instrument since the issue began when the reagent bottle was initially loaded. After loading the reagent bottle, calibration passed but qc (quality control) failed twice. Qc passed the third time with recovery close to the -2sd (standard deviation) assigned target mean value. No information on the shipping conditions or reagent preparation was provided. The fse discarded the creatinine reagent on board the system and replaced it with a new bottle. The manufacture and expiration date of the creatinine reagent are unknown. After creatinine reagent was replaced, calibration and quality control passed within specification.

Event description:
The customer reported obtaining an elevated crem (creatinine) result for one patient, involving the unicel dxc 800 synchron system. Creatinine reagent is used in conjunction with the unicel dxc synchron systems. The customer repeated the sample on another dxc and obtained a lower crem result. The initial and rerun result was within the cis crem reference interval range. The elevated crem result was reported out of the laboratory. It is unknown if there was an affect to patient treatment in connection with this event. Quality control was within laboratory's established ranges prior to the event.